Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ needle pierced through the shield and caused a dirty needle stick. The following information was provided by the initial reporter: "the last person who brought it to my attention was from omitted, and she ended up with a stick bc the safety was off set. So she engaged in correctly, using her thumb, but it didn¿t cover the whole needle. The needle poked through the safety despite having engaged it correctly. 29-dec-2022 spoke with customer and she confirmed that this incident was brought to her by an nurse educator... Someone that was in orientation but that the issue itself was that educator's experience while working at a previous facility."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ needle pierced through the shield and caused a dirty needle stick. The following information was provided by the initial reporter: "the last person who brought it to my attention was from omitted, and she ended up with a stick bc the safety was off set. So she engaged in correctly, using her thumb, but it didn¿t cover the whole needle. The needle poked through the safety despite having engaged it correctly. (B)(6) 2022. Spoke with customer and she confirmed that this incident was brought to her by an nurse educator... Someone that was in orientation but that the issue itself was that educator's experience while working at a previous facility."